Event description:
The pt presented with a bright red, raised and mildly-itching rash. The rash initially appeared on the pt's both legs and both feet approximately 53 months after a graft implantation in 1998. The graft had been implanted for an arterio-bifemoral procedure (at a different hosp, by a different dr). Although the degree of itching has reportedly since lessened, the rash, itself, is still present as of 2003. The rash, since 2002, has turned brown and has flattened out from its previously raised and red aspect. The location of the rash appears to have remained the same. The dr indicated his belief that the cause of the rash may be an acquired allergenic sensitivity to the polyester material of the graft. The device remains implanted.